Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens on (B) (6) 2006 in her right eye (od). The patient has been experiencing halos and bad night vision. The facility reported: the patient reported seeing halos at the post-op visit on (B) (6) 2006. At a post-op visit on (B) (6) 2006, the patient did not report seeing any halos and the vault was good. The iop was normal and the patient had good vision. The best-corrected visual acuity was 20/20 -2. The patient has not returned for any follow-up visits to date. The lens remains implanted. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. Conclusions - no conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Manufacturer narrative:
Result: per the medical scientific liaison - glares and halos may be noted by pts even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore pts who have glares and halos before the surgery, will commonly retain these symptoms but no increase in severity should be experienced since the corneal remains untouched. The glares and halos however, may be perceived more due to the increased clarity of vision. Furthermore, the effective optical corneal zones (eocz) of the lenses have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the pt's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glares and halos are commonly temporary, lasting 1-6 months, as exhibited by this pt when glares and haloes are no longer noted after 2 months.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient reported experiencing blurred vision. The condition has been resolved. The patient's bcva was 20/25 -2.